Event description:
The customer reported the pump completely stopped working due to continuous beeping and unable to charge.

Event description:
The customer reported the pump completely stopped working due to continuous beeping and unable to charge. The device battery was found to be defective. The device history record was reviewed. No events linked with the reported issues can be found.